Event description:
It was reported that the customer experienced a cgm error. There was no adverse impact to the customer¿s blood glucose level. The customer, with assistance from technical support, performed a pump reset, which resolved the issue and allowed the sensor session to start successfully.